Manufacturer narrative:
New information added to the following field: d10, h6, h10. Corrected field: d9, h8. Based on the results of most recent investigation, it is likely the following led to the malfunction: the effect of moisture in the sterilization chamber, moisture attached to the camera cable, and the residue of the cleaning agent, resulting in hydrogenous deterioration of the camera cable at the time of sterilization, and the absorption of moisture, leads to the presumption that there has been slipping of the camera cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had sliminess overall after gas sterilization. The issue was found during inspection for use. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. After sterilization the device was slimy. No other abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation droplets including eog (ethylene oxide gas) sterilization component together with moisture after eog sterilization because cable contained moisture during eog sterilization due to cable deterioration. Olympus will continue to monitor field performance for this device.